Manufacturer narrative:
(B)(4). As the lot number was unknown and the sample was not available, a batch review was not performed. Root cause for this event of peritonitis is poor aseptic technique, as identified by the patient's nurse in the complaint file. There was no product code due to insufficient information available, therefore a labeling review was not conducted. Baxter has received similar reports for the reported problem and will continue to monitor these reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) regarding peritonitis in a (B)(6) female homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was a break in aseptic technique, described as the patient made a mistake, did not wear a mask, the area was not clean before starting pd, and the patient reused equipment. The date of the break in aseptic technique was not reported. On (B)(6) 2010, an effluent analysis and culture were performed. On (B)(6) 2010, the patient received a loading dose of vancomycin and on (B)(6) 2010, the patient began remedial therapy with comitaz and amikacin. On (B)(6) 2010, the patient was hospitalized due to the peritonitis. The outcome of the peritonitis was unknown. The patient remained hospitalized. Pd therapy and remedial therapy with comitaz and amikain were ongoing. The reporter believed the peritonitis was unrelated to pd therapy.